Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed smoke on the video image and then blood coming from the patient's vessel. The surgeon placed a temporary clamp on the vessel and a vascular surgeon was called in to permanently repair the vessel using a vascular clamp. The procedure was converted to traditional open surgical techniques for the repair. Upon examination of the monopolar curved scissors instrument with the tip cover accessory installed the surgical staff observed a small hole in the tip cover accessory. No adverse patient outcome was reported.

Manufacturer narrative:
The tip cover accessory was not returned for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. The monopolar curved scissors instrument was returned for evaluation, however, engineering was unable to find any evidence of arching, char marks or other related physical damage. The instrument was found to be fully functional with no trouble found. The surgeon confirmed that the injury to the patient's vessel was a thermal injury. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4)